Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of essure in uterus") in an adult female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, uterine cyst since 2015, uterine fibroid, kidney stone and lung nodule since (B)(6) 2016. Concomitant products included axotal (fioricet), ibuprofen (motrin), sertraline hydrochloride and topiramate. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower left side of stomach"), depression ("depression"), migraine ("migraine/ migraines / headaches"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain") and dysmenorrhoea ("menstrual cramps"). The patient was treated with paracetamol (pain relief) and surgery(on (B)(6) 2016, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation and fatigue outcome was unknown, the abdominal pain, abdominal pain lower, migraine, headache, weight increased and dysmenorrhoea was resolving and the depression had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, fatigue, headache, migraine, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Lot number was provided. Events per pfs: fatigue, weight gain, menstrual cramps, perforation (uterus)/ migration of essure in uterus/ the previous event pain was updated to lower left side of stomach and abdominal pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of essure in uterus migration of essure device location of device: deep in the uterus") and embedded device ("coils were stuck more into my uterus than my tubes.") In an adult female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations (palpitations/op several mas ago). The patient was african american. Current weight 198 lbs. Concurrent conditions included obesity, uterine cyst since 2015, uterine fibroid, kidney stone, lung nodule since july 2016, dysmenorrhea since (B)(6) 2016, cystocele since (B)(6)2016, rectocele since (B)(6)2016, stress urinary incontinence since(B)(6)2016, urinary frequency since (B)(6)2016, obesity and chest pain. Concomitant products included butalbital;caffeine;paracetamol (fioricet), ibuprofen (motrin), sertraline hydrochloride and topiramate. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In june 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower left side of stomach"), depression ("depression"), migraine ("migraine/ migraines / headaches"), headache ("headaches"), fatigue ("fatigue"), dysmenorrhoea ("menstrual cramps"), abdominal distension ("my stomachs would swell during my menstrual and in extremely sensitive to touch."), vulvovaginal pain ("the pains would be mind and lower left side and too lower mid area over my vaginal part"), dyspareunia ("painful and lack of sex drive"), loss of libido ("painful and lack of sex drive") and uterine enlargement ("she stated my uterus was swollen up to 10 centimeters."), was found to have weight increased ("weight gain") and underwent vaginal operation ("a/p vaginal repair") and urinary bladder suspension ("tension free vaginal tape"). The patient was treated with paracetamol (pain relief) and surgery (on (B)(6)2016, salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, embedded device, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, abdominal distension, vulvovaginal pain, uterine enlargement, vaginal operation and urinary bladder suspension outcome was unknown, the abdominal pain, abdominal pain lower, migraine and weight increased was resolving and the depression, headache, dysmenorrhoea, dyspareunia and loss of libido had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, headache, loss of libido, menorrhagia, migraine, urinary bladder suspension, urinary tract disorder, uterine enlargement, uterine perforation, vaginal haemorrhage, vaginal operation, vulvovaginal pain and weight increased to be related to essure. The reporter commented: attention was turned to the left fallopian tube. The left fallopian tube was removed and handed off for pathology evaluation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6)2016: results: total bilateral occlusion; in 2013: results:total bilateral occlusion. On 21nov2016, anatchic pathology report fallopian tube, right and left, and essure vagina, posterior vaginal epithelium vagina, anterior vaginal epithelium clinical information, cystocele, rectocele, stress incontinence. Diagnosis: fallopian tutee, right and left, and essure: fallopian tubes showing focal chronic salpingitis , hypertrophy of muscle, and diffuse congestion. Consistent with the medical devices (essure: in view of clinical history, gross only vagina, posterior vaginal epithelium:: consistent with the vaginal mucosa with focal mild chronic inflammation. Vagina, anterior vaginal epithelium: consistent with the vaginal mucosa with focal chronic inflammation gross description the specimen is received in formalin and consists of two identified 'moments of fallopian tutee with fimbria ender measuring 4_1 cm in length and 0_1 cm in diameter and 5_0 ma in length and 0.4 am in diameter_ serially mentioning reveals focal narrowing of lumen at proximal portions_ also, received separately are a detached ensure fragments, measuring 5_0 cm in length and 0_1 cm in diameter, 1_5 am in length and 0_2 cm in diameter (celled fragment and 15.1 cm in length and 0.2 cm in diameter. A portion of the femora is attached to the proximal portion of one fallopian tube_ it is removed with difficulty and it measurer 8_2 cm in length end 0_1 cm in diameter. The ensure is gene. Only. Cassettes are labeled as follows: history of present illness : migraine, palpitations/op several mas ago, nature of operation: bilateral salpingectomy with removal of essure device bilaterally. Anterior and posterior vaginal repair. Tension free vaginal tape. Cystourethroscopy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: pfs received. Reporter's information was added. Patient's demographics was added. Added event abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, my stomachs would swell during my menstrual and in extremely sensitive to touch, the pains would be mind and lower left side and too lower mid area over my vaginal part, painful and lack of sex drive, painful and lack of sex drive, she stated my uterus was swollen up to 10 centimeters, coils were stuck more into my uterus than my tubes, a/p vaginal repair,tension free vaginal tape. Lab data was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of essure in uterus") in an adult female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included palpitations (palpitations/op several mas ago). The patient was african american. Concurrent conditions included obesity, uterine cyst since (B)(6), uterine fibroid, kidney stone, lung nodule since (B)(6) 2016, dysmenorrhea since (B)(6) 2016, cystocele since (B)(6) 2016, rectocele since (B)(6) 2016, stress urinary incontinence since (B)(6) 2016 and urinary frequency since (B)(6) 2016. Concomitant products included axotal (fioricet), ibuprofen (motrin), sertraline hydrochloride and topiramate. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower left side of stomach"), depression ("depression"), migraine ("migraine/ migraines / headaches"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain") and dysmenorrhoea ("menstrual cramps"). The patient was treated with paracetamol (pain relief) and surgery (on (B)(6) 2016, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation and fatigue outcome was unknown, the abdominal pain, abdominal pain lower, migraine, headache, weight increased and dysmenorrhoea was resolving and the depression had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, fatigue, headache, migraine, uterine perforation and weight increased to be related to essure. The reporter commented: attention was turned to the left fallopian tube. The left fallopian tube was removed and handed off for pathology evaluation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. On (B)(6) 2016, anatchic pathology report. Fallopian tube, right and left, and essure. Vagina, posterior vaginal epithelium. Vagina, anterior vaginal epithelium. Clinical information, cystocele, rectocele, stress incontinence. Diagnosis: fallopian tutee, right and left, and essure: fallopian tubes showing focal chronic salpingitis , hypertrophy of muscle, and diffuse congestion. Consistent with the medical devices (essure: in view of clinical history, gross only. Vagina, posterior vaginal epithelium: consistent with the vaginal mucosa with focal mild chronic inflammation. Vagina, anterior vaginal epithelium: consistent with the vaginal mucosa with focal chronic inflammation. Gross description: the specimen is received in formalin and consists of two identified 'moments of fallopian tutee with fimbria ender measuring 4_1 cm in length and 0_1 cm in diameter and 5_0 ma in length and 0.4 am in diameter_ serially mentioning reveals focal narrowing of lumen at proximal portions_ also, received separately are a detached ensure fragments, measuring 5_0 cm in length and 0_1 cm in diameter, 1_5 am in length and 0_2 cm in diameter (celled fragment and 15.1 cm in length and 0.2 cm in diameter. A portion of the femora is attached to the proximal portion of one fallopian tube_ it is removed with difficulty and it measurer 8_2 cm in length end 0_1 cm in diameter. The ensure is gene. Only. Cassettes are labeled as follows: history of present illness : migraine, palpitations/op several mas ago, nature of operation: bilateral salpingectomy with removal of essure device bilaterally. Anterior and posterior vaginal repair. Tension free vaginal tape. Cystourethroscopy quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of essure in uterus migration of essure device location of device: deep in the uterus/ migration of essure device location of device: uterus') and embedded device ('coils were stuck more into my uterus than my tubes.') In an adult female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations (palpitations/op several mas ago). The patient was african american. Current weight 198 lbs. On (B)(6) 2016, anatchic pathology report fallopian tube, right and left, and essure vagina, posterior vaginal epithelium vagina, anterior vaginal epithelium clinical information, cystocele, rectocele, stress incontinence. Diagnosis: fallopian tutee, right and left, and essure: fallopian tubes showing focal chronic salpingitis , hypertrophy of muscle, and diffuse congestion. Consistent with the medical devices (essure: in view of clinical history, gross only vagina, posterior vaginal epithelium: consistent with the vaginal mucosa with focal mild chronic inflammation. Vagina, anterior vaginal epithelium: consistent with the vaginal mucosa with focal chronic inflammation gross description: the specimen is received in formalin and consists of two identified 'moments of fallopian tutee with fimbria ender measuring 4_1 cm in length and 0_1 cm in diameter and 5_0 ma in length and 0.4 am in diameter_ serially mentioning reveals focal narrowing of lumen at proximal portions_ also, received separately are a detached ensure fragments, measuring 5_0 cm in length and 0_1 cm in diameter, 1_5 am in length and 0_2 cm in diameter (celled fragment and 15.1 cm in length and 0.2 cm in diameter. A portion of the femora is attached to the proximal portion of one fallopian tube_ it is removed with difficulty and it measurer 8_2 cm in length end 0_1 cm in diameter. The ensure is gene. Only. Cassettes are labeled as follows: history of present illness : migraine, palpitations/op several mas ago. Nature of operation: bilateral salpingectomy with removal of essure device bilaterally. Anterior and posterior vaginal repair. Tension free vaginal tape. Cystourethroscopy. Concurrent conditions included dysmenorrhea since (B)(6) 2016, cystocele since (B)(6) 2016, rectocele since (B)(6) 2016, stress urinary incontinence since 21-(B)(6) 2016, urinary frequency since (B)(6) 2016, lung nodule since (B)(6) 2016, uterine cyst since 2015, obesity, uterine fibroid, kidney stone, obesity, chest pain, uterine prolapse, cystocele, stress incontinence and urinary frequency. Concomitant products included butalbital;caffeine;paracetamol (fioricet), sertraline hydrochloride and topiramate. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced migraine ("migraine/ migraines / headaches"). In (B)(6) 2014, the patient experienced depression ("depression/ psychological or psychiatric problems- condition : depression"), fatigue ("fatigue"), stress urinary incontinence ("bladder or urinary problems or changes/ stress urinary incontinence") and pollakiuria ("bladder or urinary problems or changes/ urinary frequency") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("menstrual cramps/ dysmenorrhoea (cramping)/ heavy bleeding and stabbing pain with monthly menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding and stabbing pain with monthly menstrual cycle") and pelvic pain ("pain in lower left side of pelvic area was especially severe"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower left side of stomach"), headache ("headaches"), abdominal distension ("my stomachs would swell during my menstrual and in extremely sensitive to touch."), vulvovaginal pain ("the pains would be mind and lower left side and too lower mid area over my vaginal part"), dyspareunia ("painful and lack of sex drive"), loss of libido ("painful and lack of sex drive"), uterine enlargement ("she stated my uterus was swollen up to 10 centimeters.") And abdominal pain upper ("severe stomach pain") and underwent vaginal operation ("a/p vaginal repair") and urinary bladder suspension ("tension free vaginal tape"). The patient was treated with paracetamol (pain relief) and surgery (on (B)(6) 2016, salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, embedded device, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, stress urinary incontinence, pollakiuria, abdominal distension, vulvovaginal pain, uterine enlargement, vaginal operation, urinary bladder suspension, abdominal pain upper and pelvic pain outcome was unknown, the abdominal pain, depression, migraine, headache, dysmenorrhoea, dyspareunia and loss of libido had resolved and the abdominal pain lower and weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, headache, loss of libido, menorrhagia, migraine, pelvic pain, pollakiuria, stress urinary incontinence, urinary bladder suspension, uterine enlargement, uterine perforation, vaginal haemorrhage, vaginal operation, vulvovaginal pain and weight increased to be related to essure. The reporter commented: attention was turned to the left fallopian tube. The left fallopian tube was removed and handed off for pathology evaluation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram in 2013: results:total bilateral occlusion; on (B)(6) 2016: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-dec-2019: fu 7 and 8 processed together. Plaintiff fact sheet received :event added- abdominal pain upper. On 5-dec-2019: fu 7 and 8 processed together. Plaintiff fact sheet received :event added- event added- pelvic pain. Event ¿bladder disorder and urinary tract disorder¿ was replaced with events ¿stress urinary incontinence and pollakiuria¿. Events ¿ abdominal pain , migraine¿ updated to ¿recovered / resolved¿. Event onset dates updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and migraine ("migraine"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression and migraine outcome was unknown. The reporter considered depression, migraine and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.